Event description:
It was reported that the inner most packaging of the stem had a cut in it. The procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Investigation of the device received, showed sterility remained intact. The initial report was forwarded in error and should be voided.